Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the rep that the ems instruments jammed. Another instrument was used to complete the case. There was no pt consequence.